Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Street address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd angiocath leakage. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2024, in the intensive care unit of (B)(6) hospital of (B)(6), the patient was admitted to the hospital for pyrexia, and was given an arterial needle for invasive blood pressure monitoring in accordance with the medical advice, and the nurse gave the patient a good needle for the right brachial artery, and then connected the blood pressure monitor, with no abnormality, and then found that there was a small amount of blood oozing from the root of the needle on (B)(6) and then changed the dressing of the needle after re-disinfection of the oozing part. No blood seepage, (B)(6), the root of the indwelling needle and blood leakage, to the blood seepage site disinfection and replacement of the indwelling needle dressing, an hour later observation found that the root of the blood seepage is obvious, and at the same time oozing liquid, can not continue to use, so remove the indwelling needle after replacing the left hand to the patient to re-retaining the indwelling needle can be used normally, this incident has increased the workload of health care personnel, but also increased the patient arterial unwanted! This incident increased the workload of the medical staff and also increased the unwanted damage to the patient's artery.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 381137 and lot number 2087291. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. If the affected samples become available for this incident or any potential future incidents, we would greatly appreciate the opportunity to review them. Based on the investigation results, an exact cause could not be determined for the reported event. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.